Event description:
Event description cpi received information indicating that during the attempted implant of this implantable cardioverter defibrillator (ICD), noise was detected on the ventricular channel of the electrogram (egm).